Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017, dr. (B)(6) (interventional cardiologist) inserted the sensation plus 50cc intra-aortic balloon (iab) catheter into the patient. The procedure went as normal as planned and he received the therapy without complications. During the evening of (B)(6) 2017, (B)(6), ICU rn, stated she saw blood in the tubing of the iab catheter and an alarm. The physician stated that they would dc the iab catheter and not replace it. The iab was removed. There was no reported injury to the patient. Although the patient suffered no injury due to the device the patient was in cardiogenic shock with ami, had a coronary angiogram performed percutaneous coronary intervention (pci) and then balloon angioplasty (iab therapy) and also stenting of lad, selective left and right arteriography.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported leak, blood in tubing & alarm, blood detected cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017, dr. (B)(6) (interventional cardiologist) inserted the sensation plus 50cc intra-aortic balloon (iab) catheter into the patient. The procedure went as normal as planned and he received the therapy without complications. During the evening of (B)(6) 2017, (B)(6), ICU rn, stated she saw blood in the tubing of the iab catheter and an alarm. The physician stated that they would dc the iab catheter and not replace it. The iab was removed. There was no reported injury to the patient. Although the patient suffered no injury due to the device the patient was in cardiogenic shock with ami, had a coronary angiogram performed percutaneous coronary intervention (pci) and then balloon angioplasty (iab therapy) and also stenting of lad, selective left and right arteriography.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017, (B)(6) (interventional cardiologist) inserted the sensation plus 50cc intra-aortic balloon (iab) catheter into the patient. The procedure went as normal as planned and he received the therapy without complications. During the evening of (B)(6) 2017, (B)(6), ICU rn, stated she saw blood in the tubing of the iab catheter and an alarm. The physician stated that they would dc the iab catheter and not replace it. The iab was removed. There was no reported injury to the patient.